Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The device was evaluated by resmed technical service. A review of the downloaded device log showed that the device had an internal self-test failure. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).